Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the wake button was unresponsive and stuck and the insulin gauge was inaccurate. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.